Event description:
Olympus received a medwatch# mw5107612 report with a malfunction event of " product was found to be broken while using during procedure. Product was being used during case and dr. Said it was "burnt"/ broken while using in patient. Case continued with new product". There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Investigation results: since the product for this complaint was not returned , the investigation is based solely on the information provided by the customer and the sbc ( service business center). The product was sold on 17 december 2021. A typical wire breakage with signs of heat (burnt) at the distal end of the electrode is described. Please note that it was not stated in the event description if a wire fragment was missing. The defective electrode was replaced and the procedure was completed without further interruption. Additionally, neither an error message from the generator nor injuries to the patient were reported. Cause according to our investigators, the cause of the reported issue is most likely due to wear and tear. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. DHR (device history record ) review: a manufacturing and quality control review was performed for device wa22707s with lot number 1000084431. There is no non-conformity associated with this device with respect to the described issue. Olympus will continue to monitor complaints for this device.